Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used in an attempt to crush a crush a 1 cm stone. However, the sheath was broken after the initial lithotripsy making it impossible to open the basket and promptly remove it from the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of side car rx push back. Please see block h10 for full investigation details.

Manufacturer narrative:
Block e1: (B)(6). Block h6: device code a0406 captures the reportable investigation finding of side car push back. Block h10: the returned trapezoid rx was analyzed, and the side car rx channel was pushed back. A functional inspection was performed, and the basket could not open. The device was flushed with hot water and the basket was able to open. With all the available information, boston scientific concludes the reported event was confirmed. During the functional test it was noted that the basket would not open. It is likely that the force applied when trying to open the stuck basket caused the side car rx channel to push back which was likely interpreted as a broken sheath. Additionally, it is possible that manipulation of the device and patient anatomy contributed to the event; therefore, the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used in an attempt to crush a crush a 1 cm stone. However, the sheath was broken after the initial lithotripsy making it impossible to open the basket and promptly remove it from the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Block h6: device code a051104 captures the reportable event of the basket broke one-third of the way from the end of the head. Block h11: the following has been corrected: d7a changed to no. Block h6 device code a051104 captures the event sheath break. Sheath break is a non-reportable event.

Manufacturer narrative:
Initial reporter info: (B)(6). Device code a051104 captures the reportable event of the basket broke one-third of the way from the end of the head.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used in an attempt to crush a crush a 1 cm stone. However, the sheath was broken after the initial lithotripsy making it impossible to open the basket and promptly remove it from the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.